Event description:
It was reported that during a da vinci-assisted surgical procedure, an incomplete staple line was observed after an endowrist 30 curved-tip stapler instrument fired a stapler 30 blue reload. The customer reportedly received a "blade may be exposed" error during this event and the stapler reload blade was confirmed to have been exposed. The customer reported that this event was a stapler partial fire with no tissue being pushed/dragged. Malformed staples were observed. Additionally, the staple line had missing staples and holes/gaps. There was no bleeding due to this event. The surgeon used a backup endowrist 30 curved-tip stapler and stapler reload to staple adjacent to the incomplete staple line and continue the procedure. The customer specified that this event did not result in unplanned tissue removal. There were no obstructions encountered when firing the stapler 30 blue reload. Furthermore, the stapler instrument and reload were not fired over a previous staple line. The stapler reload was not stuck to tissue. No fragments fell inside the patient. The procedure was continued robotically.

Manufacturer narrative:
The endowrist 30 curved tip stapler instrument and stapler 30 blue reload used during this event were not returned for investigations.